Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to difficult to advance, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported patient effects of hemorrhage and hematoma are known risk of the procedure. The patient effects of hemorrhage and hematoma are listed in the electronic perclose prostyle instructions for use (IFU), as possible adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the prostyle device had resistance advancing in the vessel, however, it was ultimately placed and deployed. During removal, a 4x4cm hematoma and bleeding were observed. Both were treated with manual pressure. Only one suture was pre-placed. The sheath was upsized to an 8f, and the tavr procedure was completed. The pre-placed suture knot was successfully advanced to the vessel wall and tightened (functioned as intended); however, complete hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.